Manufacturer narrative:
(B)(4). It was reported during follow up, that the patient had cloudy peritoneal effluent and not peritonitis as previously reported. Pd-4 1.5 was used for peritoneal lavage (peritoneal irrigation) as a treatment of the event. The patient was also given dietary instructions. Unspecified diuretic was switched. A week later, the cloudy effluent resolved.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment, outcome, and cause of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.